Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd ultra-fine¿ nano pen needle the after injection parent found pen needle broken. At the local county hospital, it was found broken needles in the fat layer by CT scan, but the hospital did not have the ability to take needles. Then went to chongqing children's hospital for treatment, and found the broken needle in the muscle layer by x-ray. The doctor suggested that the broken needle part should be tried after one month.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that after use of the bd ultra-fine¿ nano pen needle the after injection parent found pen needle broken. At the local county hospital, it was found broken needles in the fat layer by CT scan, but the hospital did not have the ability to take needles. Then went to chongqing children's hospital for treatment, and found the broken needle in the muscle layer by x-ray. The doctor suggested that the broken needle part should be tried after one month.